Manufacturer narrative:
As reported, during insertion of a 5f brite tip sheath introducer, the introducer kinked and could not be inserted. It was changed to a new sheath and the procedure was successfully completed. There was no reported patient injury. Upon receipt of the device, the tip was damaged and preliminary analysis indicates the cannula tip was frayed. The target lesion was the left superficial femoral artery. The lesion was mildly calcified and heavily tortuous. The rate of stenosis was 99%. An approach was made from the left femoral artery. The access site was not a chronic total occlusion (cto) or was highly calcified. The device appeared to be normal. It was handled and prepped per the product instructions for use (IFU). No further additional information is available. One non sterile si brite tip sheath f6 5.5cm was received inside of a plastic bag. The vessel dilator showed a waved condition on its distal section. The cannula brite tip showed a frayed condition. No other anomalies were observed. Sem analysis results show that the cannula tip surface presented with evidence of elongation at the surrounding areas of the frayed portion. Elongation is a common characteristic of pieces which were stretched or pulled. Stretching/ pulling could have been related to this characteristic. Review of lot 17143038 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿frayed/split/torn: brite tip sheath (other)¿ was confirmed as the product was received in that condition. The event reported as ¿catheter sheath introducer (csi) ¿ kinked/bent was not confirmed; however, a waved condition was observed on the vessel dilator. The exact cause of these events could not be conclusively determined. However, procedural factors (evidence of elongations) may have contributed to the reported events. Controls are in place to verify the catheters for damaged conditions. According to the IFU, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi, as was done in this case. Neither the product analysis nor the device history record review suggests that these events are related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During insertion of a 5f brite tip sheath introducer, it kinked and could not be inserted. It was changed to a new sheath and the procedure was successfully completed. There was no reported patient injury. Upon receipt of the device, the tip was damaged and preliminary analysis indicates the cannula tip was frayed. The target lesion was the left superficial femoral artery. The lesion was mildly calcified and heavily tortuous. The rate of stenosis was 99%. An approach was made from the left femoral artery. The product will be returned for analysis. The access site was not a cto or was highly calcified. The patient's weight is unknown. The device appeared to be normal. It was handled and prepped per IFU. No additional information is available.